Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the clip applier was able to fire, however, when the device was released, the next clip fell into patient's cavity. The clip was retrieved using forceps. There was no patient injury.